Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the downloaded log indicating an increased airstream temperature occurred. The increased airstream temperature (high temperature alarm) appears to have been caused by the cycling of the internal battery during use. There were no components replaced to address this issue. The device was recalibrated and found to function as designed.